Event description:
It was reported to philips that tube arcing caused rx outage during clinical use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mrc 200+ 0407 rot-gs 1004 and xsc certeray tube, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).